Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose was 309 mg/dl. The customer's mother stated that the device made strange noises during rewind and prime process. Customer's mother stated that the piston took much longer to prime. The customer was advised to check alarm history and ran a self test. The self test passed. The customer declined running a displacement test. Customer was advised to monitor the insulin pump and call back if the device continue to make a noise.